Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In error log, the m-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted simple prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) [erbe] was presenting an error message m-02 when starting up. Technical support engineer (tse) guided caller through several power cycles of the generator and to check that the generator had a dedicated power outlet in the theatre. Caller confirmed that the generator was plugged into a socket with several other electronic devices connected. Tse informed caller that it was recommended to have a dedicated outlet for the erbe due to energy supply. Caller did as request but error came back. As system was onsite, tse could review logs and found several instances of different error codes (c-82 and c-83). Caller informed tse that they had a spare vision side cart (vsc) and asked if they could use that for this surgery. Caller will proceed with the replacement vsc and surgery will proceed as normal. The procedure was aborted to another dv system with no reported injury.